Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis confirmed that the device could not be interrogated, a defective capacitor caused the high current drain resulting in premature battery depletion. UDI (di): (B)(4).

Event description:
It was reported that the pulse generator was unable to interrogate while still in shipping box. The interrogation was attempted several times with no success.